Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test, self test and unexpected restart error test. All operating currents are within specification. Off no power alarm functions properly. The unit communicated properly with the test bg meter. The test reservoir matches the units remaining in the status screen. Unit was unable to prime during prime/delivery test due to faulty back pressure sensor (gold). Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the device and passed. No crack noted on the display window or on the lcd glass. Unit had minor scratched display window, cracked case at display window corner, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that she had been experiencing high and low blood glucose levels. Blood glucose level at the time of the incident was not provided. Blood glucose level at the time of the call was 140 mg/dl. Customer had a blood glucose level of 68 mg/dl prior to the call, which was treated with food.